Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The facility retained the explained device and discarded per facility policy.